Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level ranged from 50 mg/dl to 130 mg/dl. Reportedly, the customer "delivered too much insulin" via a bolus with the pump to correct for an elevated bg, which resulted in the customer's bg decreasing to 50 mg/dl. Customer consumed carbohydrates to address bg.